Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was walked through a pump reset by technical support, and after resetting, the pump did not display the cgm error code again, allowing the sensor session to start successfully.